Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the user could not deploy the stent graft. The outer sheath was found elongated and fractured which indicated that excessive friction / release force must have been present during deployment attempt which led to sheath fracture and subsequent deployment failure. An indication for a process related issue could not be found. As a result of the investigation performed the complaint is confirmed. Based on the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states: "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site, the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". The catalog number identified has not been cleared in the us, but is similar to the fluency endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency vascular stent graft products are identified.

Event description:
It was reported that during a stent graft deployment in an external iliac artery stenosis (the artery was non-tortuous), a great amount of resistance was observed and the stent graft allegedly would not deploy. It was further reported that the stent graft delivery system was removed and replaced with another and the procedure was completed. There was no reported patient injury.